Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device had a battery depletion (bd) error code. A review of device downloaded memory was done by technical services, which confirmed the bd error code was false due to multiple magnet applications. There were no adverse patient effects and the device remains implanted.